Event description:
Patient had been on maquet servo 300a ventilator for two days. Vent settings were 40% o2, pressure support +5, peep +5. The rt called asking for the oxygen sensor to be changed because it started reading 16% o2 and "o2 sensor out of range" alarm was activated.the asst dir of cardiopulmonary checked the machine by decreasing the fio2 to 21%. The ventilator would not cycle. When the fio2 was put back at 40% the ventilator would cycle correctly. The ventilator was removed from service.the biomedical engineering technician found the air gas module was slightly pulled back from the connection, even with the retaining screw in place. Manufacturer response (as per reporter) for adult ventilator, maquetsince we have had that air gas module for seven months, they would not replace it.